Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar device was returned to a third-party service center for evaluation. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, the device displayed error codes e066 (err_stuck_encoder_b) and e063 (err_stuck_knob_key). The device was scrapped.